Event description:
Customer reported an issue of high blood glucose levels. The specific values from the continuous glucose monitor were described as "high," with a confirmatory reading from a blood glucose meter showing 597 mg/dl, indicating elevated levels. Customer addressed the issue by administering a correction injection using multiple daily injections (mdi). Despite efforts from technical support to assist further, communication was interrupted, and the customer ultimately ended the call due to frustration.